Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). The customer did not provided the lot number of the affected part. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-improper function" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821707, drainage kit, lumbar - catheter fractured. Primary team called to confirm removal of spinal drain. They attempted to remove spinal drain with gentle traction, catheter pulled from skin carefully, and catheter fractured upon removal with retained segment of approx 5.8 cm remaining. A CT scan was ordered and showed that the catheter is in the l4-l5 interspinous region into the the cal sac. Neurosurgery consulted. Patient remains neurologically intact. Patient is aware.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). A questionnaire has been sent to the customer requesting additional information. Risk review: per (B)(4) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 3.21 - catheter shears upon removal by pulling on its exposed end. Effect (harm): delay in patient treatment , surgical intervention required. Residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Further investigation to be carried out.

Event description:
Nt821707, drainage kit, lumbar - catheter fractured. Primary team called to confirm removal of spinal drain. They attempted to remove spinal drain with gentle traction, catheter pulled from skin carefully, and catheter fractured upon removal with retained segment of approx 5.8 cm remaining. A CT scan was ordered and showed that the catheter is in the l4-l5 interspinous region into the the cal sac. Neurosurgery consulted. Patient remains neurologically intact. Patient is aware.